Manufacturer narrative:
Based on the available information, this event is deemed a reportable malfunction. No further information was available at the time of the report. There were no reports of patient involvement. Should additional information become available, a follow-up report will be submitted. The device history records (DHR) related to this product were reviewed and no non-conformities were found. No other complaints of this nature were received for this model within last 48 months. The complainant provided photographs of the reported product. A review of the photographs found the catheter appears to have been cut in a manner that left a sharp point at the end of the catheter. A non-conformance was initiated to investigate this issue. The manufacturer has requested the complainant return the product; however, no product has been returned at this time.

Manufacturer narrative:
Additional information was received on june 5, 2015. Return product sample has been received. No additional patient/event details have been provided to date. Should additional information become available, a follow-up report will be submitted. Reported to the FDA on june 25, 2015.

Manufacturer narrative:
Additional information received on 07/10/2015 stated a history records of manufacturing and packaging processes have been reviewed and no nonconformance were registered. All relevant tests required for both of production processes and final product release was performed and met the requirements. The history of the complaints with similar defect was reviewed; no similar complaints have been received and recorded within last two years. The reported defect was reproduced during current production by simulating the situation that could lead to the defect occurrence. The defect probably occurred during punching process, the catheter was not correctly placed in punching tool that resulted in cutting of tip by the tool. The sensor that will be able to reject products with mentioned defect will be installed into machine. No additional patient/event details have been provided to date. Should additional information become available, a follow-up report will be submitted. Reported to the FDA on july 16, 2015.

Event description:
It was reported upon opening the feeding tube, the facility staff noted it had a 'sharp tip'. The feeding tube was reportedly returned to it's original packaging and not use. No patient involvement was reported.